Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's merlin.net transmission revealed that the atrial lead exhibited auto mode switch episodes. The physician suspected a possible insulation breach. The physician elected to explant and replace the lead. The procedure was completed successfully and the patient did not experience any symptoms as a result of the noise.

Manufacturer narrative:
Final analysis found an external abrasion which breached the outer insulation and exposed the outer coil at 13.1 cm to 13.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.